Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image while using the video processor. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 05/23/2024. A review of the device history record could not be confirmed as the device was not returned. The root cause could not be specified since the device was not returned for evaluation. Based on the results of the investigation, olympus was informed by the customer that the cause of the no image on the monitor was that the power of the light source device was turned off. The image returned when the light source was turned back on. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU) (gt6776, ra2507) : 6.4 turning the video system center on 1 turn the ancillary equipment on for the procedure of turning the ancillary equipment on, refer to their respective instruction manuals. Olympus will continue to monitor field performance for this device.